Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the device was positioned at the desired location, within the patient's large intestine. When electric current was applied the device failed to deliver energy and would not cauterize. The procedure was completed with different device and the same non-bsc active cord. Additionally, it was noted that the device was not tested and inspected prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the device was positioned at the desired location, within the patient's large intestine. When electric current was applied the device failed to deliver energy and would not cauterize. The procedure was completed with different device and the same non-bsc active cord. Additionally, it was noted that the device was not tested and inspected prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. Concomitant medical product: erbe generator icc-200. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. No abnormalities were noted with the device riveting and welding. The returned unit was functionally tested and it performed according to specifications. Similarly, a resistance test was also performed and the unit measured within specification. The condition of the returned incident device was not consistent with the complaint; failure to deliver energy. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.